Event description:
On 3 august 2020, neotract was made aware of a physician reporting significant bleeding of a patient following a prostatic urethral lift (pul) procedure. The physician reported that the patient was on an anti-coagulation drug (plavix) which was stopped a few days prior to the procedure. The patient required transfusion. No additional information, including procedure date or current patient condition was provided.